Event description:
Boston scientific received information that the patient with this pulse generator was seen in the emergency room (ER) after feeling unwell for several days. The patient reported falling at home due to being dizzy. While in the ER the patient's heart rate was noted to be in the 30's. Some pacer spikes were noted and observed with capture. Technical services discussed some trouble shooting with the health care provider. The patient was to be admitted over night for observation. The local field representative was unable to provide any further information. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.